Event description:
It was reported that during a low anterior resection procedure, when the surgeon activated the device, no crunch was heard. The staples were not formed completely and were not fully closed. They re-did the resection & anastomosis with another device. A leak test was done and passed. The patient is reported to be doing ok.

Manufacturer narrative:
(B)(4). Batch # l53g7u. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information received: they did not hear a crunch. The gap setting scale was within the green zone required for firing (and hand tight). The staples did not form in a b formation m -no cut was done. The staples deploying and malformed caused device to be difficult to remove but they were able to separate it and complete with another device to redo the resection. No complications as a result were reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional questions requested: what confirmation was received that the device was fully fired? Did the device cut? If the device cut, was the cut line fully circumferential around the target tissue? What was the appearance of the deployed staples (irregular or legs straight)? Were within the gap setting scale was the orange indicator set for firing?